Manufacturer narrative:
1 of the 6 units was not returned for investigation. Therefore, no conclusion can be drawn. 1 of the 6 units is pending investigation. 4 of the 6 units had product returned for investigation. 3 of the 4 were damaged by the end user during usage. Units returned with valid lot numbers had their device history records reviewed for any nonconformance. These units did not have any noted nonconformances. Therefore, the conclusion is that the units were manufactured to specifications. The remain unit was evaluated and determined to function as designed. The device history record was reviewed and determined no nonconformances were noted. Therefore, the unit was manufactured to design.

Event description:
This report summarizes six (6) malfunction events. A review of the events indicated that the reported abutments experienced stripping during usage. The reports were received from various sources. No patient adverse events have been reported on the six units. No information regarding the patients demographics were provided.